Event description:
It was noted a pericardial effusion (pe), and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) revealed a baseline pe measuring 0.7mm of an unknown cause. After the femoral vein access, the transseptal puncture (tsp) was performed under intracardiac echocardiogram (ice) imaging using a non-boston scientific (bsc) transseptal needle and non-bsc fixed curve sheath. The physician crossed the septum with a mid/mid to superior approach and due to the angle of the non-bsc transseptal needle it had slipped upward during the septal crossing. A non-bsc guidewire was advanced, and the physician noticed an abnormality on imaging. Hemodynamics remained stable and a full dose of heparin was administered. The physician advanced a watchman fxd curve access system (was) across the tsp then inserted a pigtail catheter to take a contrast image. Contrast was observed running into the pericardium. Heparin was reversed with protamine, and the growing pe was confirmed on tee in the right ventricle and apex. A pericardiocentesis was performed, red blood was removed, and a pigtail drain was placed. The patient remained stable throughout the event. The procedure was aborted, and the patient was taken to the intensive care unit (ICU) for monitoring. The patient was discharged the following day. In the physician's opinion, the non-bsc transseptal needle caused an interatrial septum dissection and ultimately the cardiac perforation that the was was unknowingly advanced through.